Event description:
The stryker drill was getting hot in acoustic case in operating room. A new drill was opened, and the hot drill was removed from the field and given to orl, ed. Attachment and drill were both tagged and removed from operating room.